Event description:
A report was received that the patient was having difficulty charging his ipg due to the placement of the ipg. The patient could only couple his charger and ipg if he held the charger in his hand while he charged. The patient also reported that the location of the ipg was causing his left leg to jerk involuntarily. A pocket revision will be scheduled for another time.